Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described by the physician as ¿likely due to a break in aseptic technique by the patient during the pd procedure¿. The peritonitis was manifested by ¿strange feeling¿ in the abdomen and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with an unspecified antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal extraneal therapies remained ongoing. Six days after the event onset, the patient was said to be recovering from the event. No additional information is available.